Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that therapy stopped due to a por message. The patient was having trouble charging and clarified that she was seeing the por message on the recharger. The patient was able to connect with the programmer and saw a "charge neurostimulator battery" now screen. The patient was walked through bypassing the por message and confirmed seeing all 8 coupling boxes. The patient called back and said that she has charged the ins and cleared the por message and stim was back on. No further complications were reported.